Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging an insulin pump setting issue. The date/time was initially incorrectly programmed. In addition, there was a total daily dose alarm because the daily dose was exceeded. The patient did not have the insulin pump to complete troubleshoot. Animas made 3 attempts to contact the patient to complete troubleshooting. A letter was sent to the patient, requesting a call back. This complaint is being reported due to the unresolved pump setting issue. There was no report of any patient impact associated with the reported issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: pump returned with the max daily delivery set to 90.0 u. The black box starts on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event have been overwritten.. No max daily delivery warnings observed in the current black box the pump was exercised for 24 hrs with no alarms. Duplicated. Unable to confirm or duplicate the complaint during investigation, information from date of pi has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.